Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 6th april 2014. The device failed a self-test due to a low battery on 13th april 2014 and remained in fault mode until 26th may 2014. Between the 23rd -30th april 2015 the device records multiple manual power ups of 10 minutes duration. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.